Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to verify unexpected restart alarm due to button/keypad anomaly. The insulin pump had moisture damage found on the electronics and motor. The insulin pump received with cracked reservoir tube and minor scratched display window.

Event description:
Customer stated that she went swimming and she had the insulin pump for a few minutes. Customer noticed the buttons are not responding either. Water could was found in the reservoir compartment. The insulin pump had no cracks. Blood glucose value was 115 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.